Manufacturer narrative:
Reference number: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. A perforation and an ulcer are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025, it was reported diagnostic endoscopy showed the internal probe was embedded in the intestinal mucosa, without seeing the tip, with a surrounding duodenal ulcer and a possible abscess. An urgent abdominal CT scan and possible surgery for urgent internal tube removal are scheduled. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.